Event description:
It was reported that balloon fractured occurred. The 30% stenosed target lesion was located in the left cephalic venous arch. An 8.0 x40, 75cm gladiator elite balloon catheter was selected for use. Upon unpacking, it was found that the connection between the balloon and the advancer rod was fractured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable.

Event description:
It was reported that balloon fractured occurred. The 30% stenosed target lesion was located in the left cephalic venous arch. An 8.0 x40, 75cm gladiator elite balloon catheter was selected for use. Upon unpacking, it was found that the connection between the balloon and the advancer rod was fractured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable. It was further reported that the target lesion was moderately calcified and non-tortuous. The balloon ruptured during the first inflation at 20 atmospheres for 10 seconds.